Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad connector and corroded electronic assemblies. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump button of his pump multiple times to reach a screen and was not seem to respond, it takes 4 times before he reached a certain screen. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated all buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.